Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed due to an insulin flow blocked alarm. The customer stated she is now getting that same alarm. Customer stated the cannula is not kinked or bent. The customer was advised an infusion set will be sent out. Customer also stated her blood glucose was 375 mg/dl; treated with a 5 unit bolus. The customer's blood glucose at the time of incident was 400 mg/dl. Customer stated the insulin exited. The customer successfully changed set and programmed bolus.